Event description:
It was reported that approximately 33 months after the implant threshold increases and loss of sensing were noted. The lead was explanted.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, mechanically, and electrically. The visual inspection showed a deformation of the outer conductor helix about 17 cm distal of the is-1 connector pin in the area of the ligature. The lead body was squashed in this area, and the insulation was damaged. These damages are probably due to the ligature thread being bound too tightly. The further inspection showed that the tip electrode had been pulled out of the adhesive connection of the ring electrode. The adhesive surface between the ring electrode and the silicone insulation was examined and shows no indications of a material defect or manufacturing error. Strong mechanical stress during the explantation should be regarded as cause. The analysis did not show any other deviations that could be related to the clinical complaint. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.